Event description:
Customer reportedly received the following back to back results on the same device: 248 mg/dl, 348 mg/dl, 148 mg/dl, 248 mg/dl, and 204 mg/dl. No low or high blood symptoms reported. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.